Event description:
It was reported that during implant surgery of a right 6-hole variable angle proximal tibia plate, the surgeon applied the large distractor to distract the knee joint of the patient so he could visualize and reduce a right lateral tibial plateau. The surgeon tightened the thumb nut of the sleeve to securely hold the sleeve against the schanz pin and the thumb nut broke inside of the sleeve. The surgeon had to cut the schanz pin and remove it with a t-handle chuck. The surgery was successfully completed without additional medical surgical intervention, although there was a surgical time delay of 5 minutes. There was no adverse event at all regarding the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials (B)(6). Device is an instrument and is not implanted/explanted. No anomalies were detected during device history record review. No nonconformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.